Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 460 mg/dl, which was treated with manual syringe. Customer had symptoms of nausea and legs freezing up causing customer to not be able to walk. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer believed that there was absence of no delivery alarm. After troubleshooting, customer was advised that tubing clamp would be send in order to complete high pressure test. Customer also reported to have been hospitalized due to three heart attacks not due to high or low blood glucose. Insulin pump was removed during recovery.